Event description:
It was reported that when the dressing was removed from the wound 3 days after it was applied, it was confirmed the residue of silicone adhesive left on the wound and skin around the wound. Therefore, it was needed to remove the adhesive before applying another hydrosite ad gentle. There was no harm to the patient no delay in the case. It is impossible to confirm the lot number because the package was discarded.